Event description:
On (B)(6) 2014 at the (B)(6) hospital in (B)(6) it was reported that the rotaflow drive unit (B)(4) displayed a head error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was returned to mcp in (B)(6) for evaluation and repair, however the repair quotation was not approved by the customer and so it was not repaired. (B)(4).